Event description:
Caller reported not seeing drops of insulin at the tubing end during the fill tubing step of load sequence. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Caller completed steps to address the issue, such as removing air from the cartridge and using room-temperature insulin and resolved initial tubing issues under cts guidance. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.